Event description:
Reporter stated that pt experienced blood glucose levels in the 500's (mg/dl) and that pt could not bring down. Reporter alleged that device was at fault for elevated blood glucose. No error messages were generated by the device. Pt's blood glucose did come down after delivering insulin via injection. Pt then switched to back-up device and all was ok. No medical treatment was received.